Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the event of bias current error was confirmed during testing; however, the event of unintended activation was not duplicated. The device was found to be affected by worn and corroded bearings. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had unintended activation and caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was patient involvement; no patient impact.